Event description:
It was reported that the capture management (cm) test results showed varying and increased thresholds. The in-office threshold test displayed that the thresholds were low and the cm values were not accurate. An in-office cm test was suggested for the next clinic visit and programming options were discussed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis revealed missing/invalid capture management data. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.